Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that partial deployment and stent elongation occurred. The lesion was located in the superficial femoral artery (sfa). Following pre-dilation, a 7 x 150 x 130 eluvia¿ drug-eluting vascular stent system stent was advanced over a .035 terumo guidewire and stent deployment was initiated. The stent was deployed about 20mm using the thumbwheel, then it locked. The physician switched to the pull-grip, but it was not possible to deploy the stent. The handle was disassembled to release the stent. The stent deployed; however, the stent elongated. There was no other treatment at the moment. The procedure was completed. There were no patient complications and the patient¿s status was reported as well post procedure. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Evaluated by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. The handle was dismantled when the device arrived. Visual examination showed that the outer sheath showed a slight buckle at the nosecone. The mid-shaft showed a kink at the retainer clip. The proximal inner was kinked 2.5cm from the distal end of the clip. The inner liner also showed multiple kinks from the distal end of the mid-shaft to the tip. The pull handle showed some slight damage on the first tooth. The thumbwheel showed no damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that partial deployment and stent elongation occurred. The lesion was located in the superficial femoral artery (sfa). Following pre-dilation, a 7 x 150 x 130 eluvia¿ drug-eluting vascular stent system stent was advanced over a .035 terumo guidewire and stent deployment was initiated. The stent was deployed about 20mm using the thumbwheel, then it locked. The physician switched to the pull-grip, but it was not possible to deploy the stent. The handle was disassembled to release the stent. The stent deployed; however, the stent elongated. There was no other treatment at the moment. The procedure was completed. There were no patient complications and the patient¿s status was reported as well post procedure. This product is only ous approved but it is similar to an approved us device.